Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, age, height/weight, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. The part numbers and lot numbers of the products are unknown; therefore the manufacturing records, complaint history could not be reviewed. No devices or photos were received; therefore the condition of the components is unknown.

Event description:
It is reported that patient underwent a revision due to corrosion. The surgeon noted evidence of fibrotic, necrotized tissue, taper discoloration, visible metal debris at the base of the trunnion and inside the female taper on the femoral head.